Event description:
The patient reported that they felt some muscle articulation and the implantable pulse generator (ipg) was firing intermittently. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).